Event description:
(2/2, reference (B)(4) for related complaints) (documenting pump serial number (B)(4)) it was reported that a cadd legacy pump, serial number (B)(4), and 100 ml flow stop cassette, lot unknown, beeping constantly and then no disposable alarm. No injury.